Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded.

Event description:
During the removal of a screw the tip of the conical screw extractor broke when torque was applied. A noise was made and ineffective removal of the screw was noticed. There was no reported debris and the implant was extracted using different methods (pliars and osteotome).